Event description:
It was reported that customer saw malfunction alert 199 in monitoring software, which indicated pump malfunction with malf 12 shown on pump. There was no adverse impact to the customer's blood glucose level. Technical support confirmed no notable events occurred before malfunction, guided customer through pump reset, and confirmed alert did not recur, after which customer was advised to continue using pump and to call back if malfunction returned.